Event description:
It was reported that the device had a white screen and locked up. There was no known patient use associated with the event.

Manufacturer narrative:
(B)(4): the facility biomed replaced the system controller pcb and user interface pcb stack assemblies to observe proper device operation through functional and performance testing. The device was then returned to service for use. The removed assemblies were not returned to physio-control for evaluation.